Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the atrial lead implant procedure, the lead exhibited high thresholds. The atrial lead had to be replaced several times due to bad measurements, after several attempts no values measurable any more. Analyzer cable was changed, however, threshold issue remained. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.